Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reason for the valve replacement was not provided. Additional information is currently being requested from the healthcare provider. The root cause of this event is indeterminable with the available information at this time. Although the reason for the valve-in-valve is unknown, there has been no allegation of product malfunction or deficiency. The device history record (DHR) could not be reviewed as the device serial number is unknown; however, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6) -y-o patient with an edwards valve, implanted in the mitral position for approximately eight (8) years, underwent a valve-in-valve procedure. The reason for the intervention was not provided. An edwards transcatheter valve was implanted by transapical approach inside the surgical valve. The patient was noted as to be doing well after the procedure. No other details have been provided.

Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be conclusively determined since the device is not available for evaluation. However, this event most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was learned that this patient with a bioprosthetic mitral valve, implanted for approximately eight (8) years, underwent a valve-in-valve procedure due to calcification. An edwards transcatheter valve was implanted by transapical approach inside the surgical valve. The patient was noted as to be doing well after the procedure. No other details have been provided.